Manufacturer narrative:
The beckman field service engineer (fse) evaluated the au680 clinical chemistry analyzer and found damaged tubing coming from the mid standard bottle. The fse replaced the tubing to resolve the issue. The fse then performed cleaning of the reference block, mixing pot, mixing paddle, dispense probes and refilled electrode solution. The fse checked all alignments. The fse ran calibration, precision, and quality control, which all passed. The fse verified the analyzer resumed normal operation. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported generation of low sodium (na) and high chloride (cl) results for approximately 5 patients on their au680 clinical chemistry analyzer. The erroneous results were released and were questioned by the doctor. The customer then repeated the patient samples on another au analyzer and obtained normal results. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics. The customer verbally provided the results for two (2) patients.